Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician advanced a competitor's wire guide into the device and confirmed that the catheter stretched. Another device was used instead, and complete the procedure. No additional information is available.